Manufacturer narrative:
These cases have been deemed reportable in conservative way. The reintervention, without a clear reported reason, can be considered potentially a serious injury. On basis of the information available, is not clear if the replacement of the rings was due to a potential deficiency in the performances or to a misuse. Devices not available.

Event description:
The manufacturer was informed that: during a sales visit, dr (B)(6) told to our distributor colleague (palex) that he explanted in the past two memo 3d. The time of the implant and of the explant is unknown. He told her that he implanting the mitral rings with 8 stitches. He was not convinced about the properties of the carbofilm since he didn't noted endothelization of the prosthesis while noted tension on the stitches. The reasons of the reoperation are unknown, and we don't know if linked to the devices or not.

Manufacturer narrative:
Although attempts were made for additional information, the device information was not received and the device was not returned therefore no analysis could be performed.